Event description:
Patient was undergoing kidney dialysis and at 10:45 a.m. Heparin was started in 2 hours, approximately 15cc of heparin (15,000 units) infused. Biomed verified equipment was set up appropriately. Patient allergic to protamine so he was given one unit of fresh frozen plasma. No permanent injury and the patient was sent home.